Manufacturer narrative:
Visual and photo inspection concluded that residue is present on the lateral shoulder of the device. The polyethylene bag used to package this device is no longer used. The device was manufactured in july of 2011. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during hip arthroplasty surgery the plastic packaging of a femoral stem was adhered to the polished surface of the implant. Surgery was completed with another device.